Event description:
It was reported that the pta balloon would not retract through the introducer sheath. The catheter and sheath were removed as a single unit without incident. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR to date. The investigation is currently underway.